Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Visual inspection was conducted on the returned sample. No obvious contamination, sign of damage, degradation or design abnormality was observed accept the catheter was broken. Based on the complainant, it was stated that the catheter was leak and it was continue used until it broke. Review on the catheter reveal about 3-4cm length of plastic seal near the funnel area suggesting that it might be the leak area. Then, the plastic seal was removed to further investigate on the leak issue. An investigation was conducted by introduce the color water into the drainage lumen using a syringe with help of needle. There is no leak was observed along the shaft area. Leakage may happen due to several factors such as in contact with sharp or pointed objects or effect of used of clamper. In current standard operating procedure, water leak test is conducted after funnel injection molding process. All the funnels and shafts were checked against leak and blockage issue and only products that passed this test are subjected to the next other remarks: process. Upon completion of assembly process, the finished catheter will be subjected to 100% balloon inspection and 20 minutes leak test. Defective product will be culled out during this process. Leak could happen due to various reasons. However, there is no leakage was observed along the catheter shaft. Further investigation could not be conducted since the catheter was broken, as such this complaint is not confirmed.

Event description:
Dysfunctional catheter. Occurred at insertion, leaks were noticed, the catheter was kept inserted until it broke. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Dysfunctional catheter. Occurred at insertion, leaks were noticed, the catheter was kept inserted until it broke. The patient's condition is unknown at this time.